Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient is experiencing the aligner cutting into their tongue and gums. Patient was advised to scallop/file down the aligner that is cutting their tongue and use warm salt water rinses.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.